Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of a noisy image and intermittent image was caused by a component failure. The white residue on the air-water channel and cylinder also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had noisy image and intermittent image and white residue on air water channel and cylinder. There was no patient involvement.